Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: surgeon was performing a mini gastric bypass procedure. When he was creating the gastric pouch, 2 reloads were fired at the beginning. There was a big leakage and no creation of the staple line. Staples deployed open and malformed and anvils of those reloads have been strongly bent. Another idrive and reloads were used to continue the case in the same area of the stomach. A smaller gastric pouch was created. Surgery time was extended for forty minutes. There was unanticipated tissue loss and damage. Everything was okay and the operation was finished.

Manufacturer narrative:
Device evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard and two endo gia universal roticulator 60-3.5 single use loading units opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 43 autoclave cycles for the adapter. The eeprom was uploaded and indicated 43 autoclave cycles for the handle. Visual inspection of the cartridge revealed that the loading unit was partially fired to the 1 cm cutline and slightly articulated to the right of neutral position. The anvil was bent. The knife bar was herniated from the side of the reload. The knife-bar assembly was buckled. Visual inspection of the cartridge revealed that the loading unit two was fully fired. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. The loading unit anvil was severely bowed. The anvil clamping mechanism was deformed. The knife-bar assembly was buckled. Due to the noted damages, functional testing of loading one was not performed. Functional testing of the adapter, handle, and loading unit two revealed that the jaws would not close fully due to the deformed anvil clamping mechanism. No other abnormalities were noted. Replication of the anvil clamping mechanism deformation, bent anvil, and buckled anvil clamping mechanism conditions may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the damaged blowout plate condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the adapter and handle device history records indicates the device lot numbers were released meeting all quality specifications. A review of the loading unit device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. The returned products as received by medtronic were found to not meet specifications and the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.